Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a right ventricular lead that exhibited high, out of range defibrillation impedance and an atrial lead with noise that led to automatic mode switch episodes (ams). Explant for both these leads were planned but not yet scheduled. The patient was asymptomatic and stable. Related manufacturer reference number: 2017865-2019-11795. Related manufacturer reference number: xxxxxxx-xxxx-xxxxxx. Riata active fixation. Tendril st.

Event description:
It was reported that a patient presented in clinic with a right ventricular lead that exhibited high, out of range defibrillation impedance and high capture threshold; and an atrial lead with noise that led to automatic mode switch episodes (ams). The implantable cardioverter defibrillator also showed a history of t-wave oversensing that led to shocks. Device was reprogrammed to address t-wave oversensing. Explant for system is planned but not yet scheduled. The patient was asymptomatic and stable. Related manufacturer reference number: 2017865-2019-11795. Related manufacturer reference number: 2017865-2019-11884.

Event description:
New information notes that the system was explanted. The patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Visual inspection of the lead found full breach insulation degradation 4.8 cm and 5.4 cm from the connector pin; the outer insulation was pulled back distally at 3.5 cm to 12.5 cm from the distal tip; cut/separated at 20.5 cm and 47.5 cm from the distal tip. The insulation degradation was consistent with the observation from the field of noise.